Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: b4, g3, g6, h1 and h2. Additional information received: date manufactured: june 16, 2010 . Expiration date: may 31, 2013.

Manufacturer narrative:
A patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused: filter is tilted with the apex against the ivc wall, there is 3mm aortic, 3mm small bowel and 3mm mesenteric perforation. The patient reported becoming aware of filter tilt, organ perforation, 3mm aortic, 3mm small bowel and 3mm mesenteric perforation, approximately eight years and five months post implant. The patient also reported sharp chest pain related to the tilted filter. According to the medical records the indication for the filter implant was a patient with coagulopathy, appearing for bilateral hip surgery, high risk for pulmonary embolism. After gaining access with a micropuncture catheter and placing a 6-french long vascular sheath the filter was deployed just below the level of the renal veins. Initial inferior vena cavogram demonstrated normal caliber and anatomy of the ivc with no evidence of thrombosis. The patient tolerated the procedure well. Approximately eight years and five months post implant a computed tomography (CT) scan of the abdomen and pelvis was performed for abdominal pain. Results of the scan noted a small hiatal hernia and pulmonary nodules. It was noted that the pulmonary nodules are stable within the lung bases since multiple prior exams. The product remains implant and therefore not available for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with operator technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the events. Without images available for review the reported events could not be confirmed or further clarified. Pain does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
Additional information received per the medical records state that the patient has coagulopathy and was appearing for bilateral hip surgery. The patient has a high risk for pulmonary embolism. Using a right side femoral approach, ultrasound imaging was used to assess venous patency of the inferior vena cava (ivc). A micro puncture catheter set was used to gain access of the inferior vena cava utilizing the seldinger technique. A 0 .035 guide wire was placed through the micro sheath and advanced into the mid inferior vena cava . A long 6-french vascular sheath was placed over a guide wire into the inferior vena cava. An initial inferior vena cavagram was obtained, which demonstrate a normal caliber of inferior vena cava and the location of the origin of the renal veins. Under direct fluoroscopic guidance, the filter was then deployed just below the level of the renal veins within the ivc. The sheath was then removed and hemostasis was achieved. The patient tolerated the procedure well. Approximately eight years and five months after the index procedure an abdominal/pelvic computed tomography (CT) scan was done. The report noted a clinical history of abdominal pain. The images revealed: a small hiatal hernia and pulmonary nodules. It was noted that the pulmonary nodules are stable within the lung bases since multiple prior exams. Additional information received per the patient profile form (ppf) states that the patient experienced filter tilt, organ perforation, 3mm aortic, 3mm small bowel and 3mm mesenteric perforation. The patient became aware of the reported events approximately eight years and five months after the index procedure. The patient also reported that they experience sharp chest pain related to the tilted filter.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused: filter is tilted with the apex against the ivc wall, there is 3mm aortic, 3mm small bowel and 3mm mesenteric perforation. The indication for the filter implant, procedural details and medical history of the patient have not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with operator technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the events. Without images available for review the reported events could not be confirmed or further clarified. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of an unknown optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: filter is tilted with the apex against the ivc wall, there is 3mm aortic, 3mm small bowel and 3mm mesenteric perforation. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.